Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including ipg on (B)(6) 2011. It was reported the pt lost stimulation and was unable to communicate with ipg. An x-ray was performed and it was reported the ipg had flipped. A pocket revision occurred on (B)(6) 2011. It was reported that all programs resumed postoperative. No further complications were reported.